Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece occluded during a complicated cataract surgery on patient's right eye. The handpiece was changed at three different times. According to the reporter, it could not be rinsed. After the last change, the surgeon decided to use the balanced phaco tip and increase the longitudinal power from 60% to 70% and the occlusion was solved. There was no patient harm. Additional information has been requested and received.